Manufacturer narrative:
Little information was supplied when initially reported. Working with physician to obtain additional information. If additional information is received, a supplement report will be filed if appropriate.

Event description:
Doctor reported that he removed a saddle pyrocarbon cmc implant.